Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Upon explant healthcare professional reported "tear on edge". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: exchange.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed rupture on the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Upon explant healthcare professional reported "tear on edge". The device has been explanted and replaced.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Upon explant healthcare professional reported "tear on edge". The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/15/2024.